Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured implants removed and replaced with smooth".

Event description:
Healthcare professional reported right side "ruptured," "signs of gel fracture," and textured exchange. The device has been explanted.

Event description:
Additionally, healthcare professional noted "numerous hypoechoic nodules" and "complex cystic nodule with septation".